Event description:
It was reported that the pacemaker was replaced after intermittent non capture was detected. At changeout it was suspected that the issue was secondary to a header/connector problem, however, the root cause could not be identified during the medical intervention. Therefore the ipg was replaced. No patient complications have been reported as a result of this event.